Manufacturer narrative:
Product analysis: could not confirm the issue during few days of operation check. Vertical lines were confirmed on the display. The epg case was opened, cleaned and inspected. No anomalies found with functional test and performance test by test console. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that while the external pulse generator (epg) was connected to a patient, the device was being used in ddd pacing mode, however the pacing mode changed to asynchronous pacing without knowing when it was done. A human error such as erroneous omission of the mode change on the records could be considered as the cause, but inspection of the device was requested since the cause is unknown. The epg was reprogrammed. The epg is expected to be returned for servicing. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.